Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 95% stenosis located in the distal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. It is indicated that the lesion was pre-dilated three times. It was reported that the stent failed to cross the lesion due to calcification and that stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.